Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site 02feb2017 to assess the testing instrument in question and determined that the instrument test well image in question appeared visually equivocal. The fse proactively optimized the washer residual volume and cleaned the centrifuge.

Event description:
On (B)(6) 2017, a customer reported an unexpectedly negative antibody screen on a galileo echo instrument.